Event description:
Boston scientific received information that this right ventricular lead was noted to be dislodged on an x-ray. The threshold measurements were slightly elevated and the r-waves were slightly lower. It was noted that all measurements were still within normal limits. This lead was successfully repositioned. No adverse patient effects were noted as a result of the procedure. No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.